Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MFR: 2134265-2018-04680. It was reported that a delivery system kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 33 mm watchman ® laa closure device and delivery system (wds) was inserted into the watchman ® access system (was). The closure device was deployed, but landed too proximal. During recapture the was and wds became kinked and were removed by cutting the was and wds and putting a larger unspecified sheath over the was. The wds remained inside the was during removal. The procedure was completed with a 30 mm closure device. No patient complications were reported and the patents status is good.